Event description:
A single event of increased intraperitoneal volume (iipv) was identified in the patient event log during the initial device evaluation which occurred on (B)(6) 2010 at 10:44:10 with a drain volume (dv) of 3577ml during cycle 4.

Manufacturer narrative:
(B)(4) - the device reported has been received but the evaluation has not yet been completed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The root cause of the increased intra-peritoneal volume (iipv) was insufficient drain - tidal ultrafiltration removal set too low. A review of the device history record revealed the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the reported condition. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.